Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) was 600 mg/dl with a trace of ketones. Insulin injections were administered and water was consumed to address bg. Customer did not know cause of event. As the elevated bg occurred in the past, tandem technical support recommended the customer discuss event with a healthcare provider.